Manufacturer narrative:
The report is being filed late due to an isolated oversight resulting from personnel change. Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. The abscess rate seen (88 worldwide incidents out of estimated 185,000+ procedures performed to date) is approximately 0.047% of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Clinic reported a patient who experienced red nodules and painful inflammation in right axilla 13 days post-treatment. By 21 days post-treatment, the affected area was incised and drained. Oral antibiotics were prescribed. The symptoms resolved.